Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the failure to advance / catheter kink was determined to be patient condition related due to the patients vessel tortuosity.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery graft site to support the 68 year old female patient who had been admitted in for a coronary artery bypass surgery, presenting in scai stage d shock. Prior to the pump support placement the patient was on a vent for respiratory needs. Other underlying medical history was not shared. This 5.5 was care escalation from a prior impella cp pump. After 5.5 pump placement the device was pulled from the left ventricle position and when attempting to recross the valve, the pump kinked. There was vessel tortuosity and the team met the resistance at the innominate artery. The pump was explanted and to date the patient outcome is not known.